Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic, episodes of vf due to noise and externalized conductors were observed. The lead was successfully capped and replaced on (B)(6) 2016. The patient was doing well and will continue to be monitored with routine follow-up.